Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was suprised to learn that his/her device was included in an advisory population however the patient was already represented by legal counsel. New information reiceved indicates that this device declared elective replacement indicator (eri) prematurely due to long charge times.

Manufacturer narrative:
A technical service consultant confirmed that the advisory regarding this device was communicated to the patient's physician in (B)(6) 2005 and advised to continue follow-up appointment with physician. The patient stated that his/her physician has died and was concerned who to follow up with. The consultant recommended seeing one of the physician collegues. The consultant also recommended that the patient's attorney could contact our legal department for further information. Due to pending litigation the device is currently on legal hold and cannot be analyzed by the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.